Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting high pacing thresholds measurements. It was confirmed that the lead was dislodged. The device is not expected to return for analysis. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.